Event description:
I got mentor saline smooth submuscular implants in (B)(6) 2005. In (B)(6) 2005 had them switched out for larger implants to proportion my body. Within a year started getting strange random symptoms including memory loss, brain fog, couldn't focus or concentrate or follow through a task. Terrible bone joint muscle pain and spasms, numbness, tingling, strange lesions that started turning gangrene, couldn't fly due to intense leg swelling and pain in left side and eventually left implant ruptured. Couldn't drive because of excruciating pain from neck to feet, was driving on hay and forgot where I was driving blacked out and had accident. Difficulty swallowing and choking feeling when eat and drink, constant sinus and yeast infections for weeks, chronic fatigue, bed ridden for years. The list goes on. Mentor are known for faulty valves I had air bubbles in left implant after mammo and dr (B)(6) said don't worry, she lied. Had rupture in 2015 and when you called dr (B)(6) office to inform of rupture, (B)(6) said I couldn't come in for 6 week! I explanted 2016 with another surgeon. I'm still healing, in debilitating pain because saline contains mild and coinfections, compromised immune system and have peripheral neuropathy, fibro cfs myofascial pain syndrome. I have no history of autoimmune disease in family and these implants took my life, livelihood stole my relationships. I gained 50 lbs of toxic fluid from saline. The chemicals heavy metals mold candida and chronic infections make me feel like I'm dying. The surgeons lie and omit pertinent vital info. They know implants aren't safe. They get them from mfg companies. Come to my house, I will personally show you my ruptured toxic implants that are in my refrigerator and will show you they changed my life for the worse, forever. Get these toxic implants off market. You may contact me. I want to speak with FDA. I refuse to take much medicine due to everything has a side effect. I take pain meds and it barely helps. Implants leached chemicals into bones and muscles. I'm depleted of all vitamins.